Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported that they compared their teladoc blood pressure monitor's readings to a simultaneous manual reading performed by a medical professional. The teladoc monitor result was 184/112, and the manual reading result was 110/75.